Event description:
It was reported that the pt was not sufficiently ventilated a reanimation measure and the pt skin turned blue. It was furthermore reported that after the exchange of the oxylog ventilation was continued normally.

Manufacturer narrative:
Device was requested for investigation.